Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds, rising impedances, and short interval counts (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular (rv) pacing lead integrity alert were met. Analysis of the device memory indicated the impedance trend on the rv lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Two "lead failure predictor¿ episodes of less than 220 ms v-v cycles are recorded on (B)(6) 2013. 6230 ventricular short interval counts (sic) occurred since implant. A lead integrity alert (lia) was triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and ventricular sic. Maximum ventricular pacing impedance rises from an approximate baseline of 800 ohms to greater than 1000 ohms the weeks ending (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).